Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: material #: 367986; lot/batch #: 4163214. Bd received 7 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode of fm-unknown was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes of fm-unknown and embedded fm with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm-unknown and embedded fm. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using bd vacutainer® sst¿ there was foreign matter inside seven tubes. There were no health consequences or impacts reported.